Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has t-wave oversensing (twos) causing ineffective cardiac resynchronization therapy (crt). The physician tried to resolve the twos by reprogramming the lead but was to no avail. The physician elected to leave the lead program the same and monitor the lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient underwent radiation therapy and twos were observed post pacing. The lead was reprogrammed and the issue was resolved. The lead continues to be monitored.